Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntw clip delivery system (cds) was inserted without issues. However, after steering the cds toward the mitral valve, an echocardiogram revealed pericardial effusion. To treat the pericardial effusion, pericardiocentesis was performed. The system was then retracted to the right atrium (ra) and the clip was removed from the patient. The patient was administered protamine IV and 2 units of blood. The bleeding was controlled. The procedure was discontinued with no clips implanted. In the physician's opinion, it was unknown what caused the pericardial effusion, but likely not the clip as the clip did not touch any structure while steering down to the valve. There was no clinically significant delay in the procedure. The patient was then transferred to intensive critical care unit (iccu). The patient was reported to be okay.